Event description:
It was reported that the patient had their device implanted in 2011. On (B)(6) 2014, the patient's family member said the patient's skin where implantable neurostimulator (ins) was implanted festered. Then, the patient had a skin grafting surgery. After the surgery, when they were going to use the programmer to synchronize with the ins, the programmer showed the picture of the ¿call your doctor¿ icon and a por (power on reset) message. The doctor said it could be caused by the skin grafting surgery. On (B)(6) 2015, the manufacturer representative visited the patient in the hospital and the ins could not be turned on. After synchronizing the ins with the clinician programmer the ins could be used, but the patient still had an infection. It was stated that the reason why the ins couldn¿t turn on was that the current was too large during the skin grafting surgery and the ins had the function to protect itself. The doctor had suggested explanting the ins if the infection couldn¿t be controlled and the patient insisted on trying anti-infection treatment and didn't want to explant the ins. The patient was thin and had a lot of movement and their skin was very thin. It was noted that the problem could happen in future. It was later reported that the doctor judged that the patient was suffering from scoliosis and this was pulling the pocket position, resulting in more and more parts of the skin around pocket position becoming thinner. The patient also had a lot of movement and would scratch the skin around the pocket position and that caused the infection. It was stated that the patient's condition was well and they were having anti-infection treatment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). (B)(6).